Event description:
Analysis on the returned tablet was completed. Visual inspection identified no anomalies. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
(B)(4); corrected data: the initial MDR inadvertently did not include the suspect device UDI.

Event description:
On (B)(6) 2015, it was reported that there was an issue with the physician¿s tablet. It was reported that the tablet worked properly and but that after a few minutes, half of the screen began to pixelate and then ultimately was not able to be seen at all. When the device was turned off and then back on again, it initially worked but then the same pixilation problem occurred. Attempts have been made for the return of the tablet for product analysis but it has not been received to date.

Event description:
On (B)(6) 2015 the programming tablet was received for product analysis. Product analysis is still underway and has not yet been completed.